Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime/delivery test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 6.5 mmol/l at the time of the incident. The customer reported that the motor error reoccurs. Troubleshooting was not provided. The insulin pump will be returned for analysis.